Manufacturer narrative:
(B)(4). (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss replaced the instrument manager and modified ethernet cable (local area network cable) to resolve the error issue. Fss also carried out the scheduled preventative maintenance (pm), which filters, batteries and o-rings were replaced on the unit as part of the pm. Fss performed the field service checklist, calibrated and tested the unit. The system passed all functional tests and it was found to meet amo specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
The customer reported that communication error, error 2012 (instrument host timeout error) occurred with the whitestar signature system. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. Trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. Corrected data: in the initial report, the device manufacture date provided (07/14/2008) was incorrect. The correct date of manufacture is 07/11/2008 and has been corrected in this follow up submission. All pertinent information available to abbott medical optics has been submitted.